Event description:
No additional information received material #: 305181 batch#: 3299661 it was reported by customer that blunt fill needle is too sharp and has caused coring of the vial. Verbatim: complaint received via email(s) attached. Blunt fill needle is too sharp and has caused coring of the vial.

Manufacturer narrative:
(B)(4) follow up it was reported the needle is too sharp and caused coring of the vial. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows the bottom of a vial. No other information could be obtained from the photo. A device history record review was completed for provided material number 305181, lot 3299661. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
Material #: (B)(4). Batch#: (B)(4). It was reported by customer that blunt fill needle is too sharp and has caused coring of the vial. Verbatim: complaint received via email(s) attached. Blunt fill needle is too sharp and has caused coring of the vial.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative.